Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
Approximately one and a half hours into a patient¿s plasma exchange treatment, the multifiltratepro machine started alarming and then the screen froze. The unspecified alarm that occurred was simply described as a persistent tone and red alarm. A video of the machine alarming was provided for review. The nurse could not stop the alarm and treatment could not be continued. The cable was removed from the power supply and the ¿off¿ button on the back of the machine was activated, yet the alarm continued to sound. To resolve the issue, the treatment had to be stopped and the tubing had to be immediately disconnected from the patient which resulted in 200ml or less of blood loss. It is unknown what the cause of the alarm was; it started out of nowhere during treatment. The patient completed their treatment after restarting on a different multifiltratepro machine. No repairs have been performed on the machine since the event. However, a technician performed several function tests on the machine without problems. At the time of follow-up, it was confirmed that the machine is fully operational again. No sample was available for evaluation, but a "flight record" [sic] was collected by the technician. There was no patient injury due to the blood loss, and the patient did not need medical intervention.

Event description:
Approximately one and a half hours into a patient¿s plasma exchange treatment, the multifiltratepro machine started alarming and then the screen froze. The unspecified alarm that occurred was simply described as a persistent tone and red alarm. A video of the machine alarming was provided for review. The nurse could not stop the alarm and treatment could not be continued. The cable was removed from the power supply and the ¿off¿ button on the back of the machine was activated, yet the alarm continued to sound. To resolve the issue, the treatment had to be stopped and the tubing had to be immediately disconnected from the patient which resulted in 200ml or less of blood loss. It is unknown what the cause of the alarm was; it started out of nowhere during treatment. The patient completed their treatment after restarting on a different multifiltratepro machine. No repairs have been performed on the machine since the event. However, a technician performed several function tests on the machine without problems. At the time of follow-up, it was confirmed that the machine is fully operational again. No sample was available for evaluation, but a "flight record" [sic] was collected by the technician. There was no patient injury due to the blood loss, and the patient did not need medical intervention.

Manufacturer narrative:
Plant investigation: no hardware component is associated with this complaint, and therefore, no sample investigation was performed. The reported failure type represents a known event. Treatment data from (B)(6) 2023 was reviewed, and a communication error was found which resulted in a system error 9040.1. A review of the device history record (DHR) was found to be unnecessary due to the fact that the failure/complaint can be clearly attributed to the failure mode ¿design¿. Based on all performed investigations/evaluations, the described failure could be reproduced. There can be many different root causes which lead to the 9040 error. The reported event is within the scope of a product improvement. Further analyses are being carried out and further measures will be implemented in the next software versions. Some 9040 errors can be caused by problems of the pc board. During the analysis, the pc board could be determined as the cause. Improvements to pc boards have been launched in production. Error memory entries which could be triggered by this problem include the following: systems record problems relating to the communication with the monitor, and a 9040.1 error displaying in the error memory. Technical information was published on 10/05/2022 which describes error diagnostics and troubleshooting in the cases of sporadic system crashes during operation and the correction (update bios) in the field. Based on the information available, the complaint was confirmed. A software problem was identified and the cause of the failure was traced to device design.